Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 120 mg/dl. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. Reportedly, the contact declined to examine the site as the contact did not believe the occlusion was at the site. Insulin delivery was resumed without a supply change to address the event.